Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). Information was reported that they are looking at an x-ray that is a direct shot looking at the ins in the patient's hip area and the leads are oriented towards the left coming out of the header block. It was reviewed with would imply that the ins is flipped. The caller didn't have time to talk further. No further complications were reported. No patient symptoms were reported. Additional information was reported that the patient became aware of the event about a month ago. It has been confirmed that the patient ins has flipped. The patient isn't exactly sure when it happened, but is reporting having a couple falls onto her buttocks this winter. The patient is going to have a pocket revision to have the ins either replaced or flipped. The issue has not been resolved yet. No further information was reported.